Manufacturer narrative:
The reported issue was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The post sales material review board (psmrb) associate reported that during routine testing of the device at the service center, the cable pins were broke and bent. There was no patient involvement.